Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis while performing peritoneal dialysis (pd) therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach in aseptic technique was further described as contamination, possibly due to not wearing a mask. It was unknown if the patient was hospitalized for the event. Treatment for the event was reported as either vancomycin or gentamicin (intraperitoneal, dose, frequency, and duration were not reported) for peritonitis. On an unreported date, the patient was considered recovered from the peritonitis event. The action taken with dianeal therapy was not reported. On an unreported date, the patient was retrained in aseptic technique. No additional information is available.